Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficulty/resistance removing the device post-deployment could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Inflation difficulties/irregularities could not be tested due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Cine review of the procedure confirmed the reported stent under-expansion, device separation and vessel occlusion. In review of all available information, there is no indication of a product quality deficiency and the complaint appears to be related to the operational context of the procedure.

Event description:
It was reported that without pre-dilation, a 2.5 x 18 mm xience pro stent was successfully implanted in the target lesion at the mid circumflex (cx) with mild tortuousity and 80% denovo stenosis. The stent delivery system (sds) balloon was inflated 1 time for 30 seconds up to 14 atmospheres (atm) to deploy the stent implant. During inflation, it was noted that the sds balloon did not fully inflate in the middle balloon segment, but the stent implant itself was implanted with a good result and was confirmed to be fully apposed to the vessel wall. The sds balloon was fully deflated before retracting, however during removal, slight resistance was felt. After retraction of the sds outside the anatomy, it was noted that the shaft had separated at the hypotube and the distal part of the shaft remained in the anatomy. The radiopaque markers of the sds balloon revealed that the distal part of the sds catheter was still located in the area of the target lesion and the vessel was occluded. The separated distal part of the sds shaft with a snare was not successful, as the separated portion was only able to be retracted as far as the proximal circumflex, when the separated portion slipped from the snare. Additional attempts to retrieve the separated section with micro snares and a micro pincer were unsuccessful. The guide wire (used during the whole procedure) suddenly slipped out of the vessel and the vessel access was lost due to this. The patient was brought to surgery and the distal part of the sds catheter shaft was successfully removed. Due to the issue with the shaft separation, the patient received 5000 units of heparin i.v. And later 500 ml of jonosteril i.v. (Electrolyte solution) with 2 units coradrex. The patient is reported to be fine. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us.